Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device had cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 200 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the insulin pump was beeping and they were unable to clear it. Customer advised the esc and act button was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.